Event description:
Caller reported a cartridge alarm identified as alarm 30. There was no adverse impact to the customer's blood glucose level. It was confirmed by customer technical support that the caller had experienced cartridge alarms with consecutive cartridges; therefore, the decision was made to replace the pump.